Manufacturer narrative:
The date device returned to manufacturer has been updated. Device evaluated by manufacturer section has been updated. This report is submitted may 27, 2021.

Manufacturer narrative:
The date of this report has been updated. The date received by manufacturer has been updated. This report is submitted may 28, 2021.

Manufacturer narrative:
This report is submitted on march 16, 2021.

Event description:
Per the clinic, the patient presented at the clinic on (B)(6) 2019, with a wound dehiscence, and was treated with an ointment and intravenous antibiotics. The wound was debrided and the skin was revised, on (B)(6) 2019, with the patient treated with oral antibiotics. The site was confirmed to be infected (staphylococcus aureus) on (B)(6) 2021. Due to the recurrent wound infections, the decision was made to explant the device (specific date not reported). It is unknown if there are plans to reimplant the patient with a new device as of the date of this report.